Event description:
It was reported to philips that the system was unable to boot, stalling at the boot menu. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot. Review of the log file shows post physiopost failed, confirming the system unable to boot malfunction. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and found the message "please select boot device" was displayed after an immediate shutdown following an examination, preventing image transfer and system startup. To resolve the issue, rse guided the customer to perform a cold restart, explained the operation method and handling of planned power outages, and advised pressing the esc button to start the system from the hard disk. After repair the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An unable to perform geometry movement which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.